Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed multiple abrasion marks along the lead body of the returned lead. Approx. 35 cm distal to the df4 connector pin, the lead body was found squeezed and deformed. In this region, the insulation and the coating of the conductor cables to the rv shock coil and to the ring electrode were damaged, and the cables were found exposed. These findings can be considered the root cause of the observed oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an estimated implant period of approx. 20 months, oversensing on the rv channel classified vf was reported. The implant date was not provided.